Event description:
The customer contact reported a patient death while the device was in use. At an unspecified time, the device was programmed to deliver an unspecified concentration of fentanyl and ativan and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the patient expired. No specific event details were provided. The device was removed from clinical use. The customer contact reported the device did not contribute to the patient's death. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.